Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur".

Event description:
Olympus was informed that during a laparoscopic radical nephrectomy procedure, the probe broke off the device. No device fragment fell into the patient. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection on the received condition of the device was performed, and confirmed that the probe was broken off. The returned broken portion of the probe unit measured approximately 17 mm and was noted to have scrape marks. The remaining intact portion of the probe unit measured approximately at 2 mm and was found to have cracks on the surface with a piece of the probe unit chipped off. The probe check function was unable to be performed due to the probe unit being broken off. The ptfe pad (teflon pad) was inspected and found it has normal wear and no metal exposed. In addition, during the inspection an u509 error code was observed on the test generator.